Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03998; 134265-2017-03682. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right femoral artery. An opticross¿ 18 imaging catheter was used in conjunction with an ilab ultrasound imaging system and pullback sled to view the target lesion. During the procedure, the imaging catheter was able to engage but it was unable to perform auto pullback. When it was checked, it was found out that the shaft part was slightly kinked. The procedure was completed with another of the same device. No patient complications were reported.